Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. An additional manufacturing report #2017233-2026-07162 was submitted for same patient with same implant date and reintervention. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.this report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient underwent a thoracoabdominal branch endoprosthesis (tambe) procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were implanted in the visceral arteries as branch devices. On (B)(6) 2026, the patient had a right renal artery reintervention due to 70% stenosis in the middle of the previously implanted device. A 7x39 vbx device was implanted to cover the stenosis. The patient tolerated the procedure.